Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI #): the UDI is unknown because the lot and part number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot and part number were not provided. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that resistance was felt when removing the protective sheath off an unspecified xience sierra stent delivery system (sds). The protective sheath was able to be removed and the procedure was successfully completed with the same sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.